Manufacturer narrative:
Ethicon will continue to track any related complaints within this device family as a means of monitoring the exent with which this complaint is observed in the field.

Event description:
Suture breakage post op. Customer reports that pt returned to the ER, following a carotid endarterectomy with a large hematoma right neck. Pt was taken to the or and suture line was redone. Surgeon states "it could not be determined if the suture line itself came undone or if the artery burst along side the suture line" due to the large amount of bleeding present.